Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the indicators on the front panel of the subject device were disappeared at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and duplicated the reported phenomenon. It was found the failure of the printed circuit board which might have caused the reported phenomenon. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. The reported event occurred because an abnormality was detected in the internal circuit of the subject device. The abnormality of the internal circuit might be caused by the failure of the pressure sensor. The pressure sensor might be failure because the electrode part of the pressure sensor was corroded away by oxidation and the wiring was broken or the epoxy was adhered due to out of place of parts.